Event description:
It was reported to boston scientific corporation that a jagwire guidewire was being unpackaged outside the patient in preparation for an a endoscopic retrograde cholangiopancreatography (ercp) procedure in the general biliary duct on (B)(4), 2010. According to the complainant, after unpacking, the device was found peeled a little bit and the wire inside was exposed. The device could not be used. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
The complainant indicated that the device was disposed and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed and the root cause could not be determined. If any further relevant information is identified, a supplemental medwatch will be filed.